Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a missing segments issue. The pt indicated that the alleged meter issue started on four days earlier. As a result of the alleged meter issue, the pt reportedly skipped or stopped taking her insulin. It is not known if the pt tried to interpret any meter readings with missing segments. The pt reportedly skipped/stopped taking 4 units of regular insulin and 6 units of "cloud" insulin. On two days prior to original date, at 3:am, the pt reportedly received assistance in an emergency room (ER). The pt's blood glucose was tested on a hosp meter and a result of "639 mg/dl" was reportedly obtained. The pt claimed that he was treated with 6 units of regular insulin and 3 units of "cloudy" insulin. He denied having any symptoms of high/low blood glucose during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes mgmt regimens, what the pt's last blood glucose reading was before the alleged meter issue began, and if the pt skipped more than 1 dose of each insulin during the time of concern. In addition, it would have been helpful to know if the pt modified his diet after the alleged meter issue began, if the pt continued to test with the reported meter after the issue started, and if the pt tried to interpret any meter readings with missing segments. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he received a reading of "639 mg/dl" and was treated with insulin in an ER after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but hads not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.